Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer¿s mother reported the string pulled out of a couple of tampons upon removal leaving the tampon inside. The daughter was able to manually remove the tampon and did not seek medical attention. No further information has been received.